Manufacturer narrative:
The advia centaur tni-ultra calibrator is stable for 1 day at 2 - 8c. System (B)(4) was calibrated on january 19, 2017 with a calibrator that was beyond the stability causing a positive bias on qc and an elevated patient sample result. After re-calibration with a properly stored calibrator, the issue was resolved. The system performs to specification. No further investigation is required. The summary and explanation of the test section of the instruction for use states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
Customer observed an advia centaur xp troponin ultra (tni-ultra) result that was elevated on one advia centaur xp system compared to another advia centaur xp system. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated advia centaur xp result.